Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011. Towards the end of the procedure, the device was making noise. The case was completed with the same motor drive unit and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation identified a bent cpc coupler as well a bent motor shaft. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.